Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal the string broke in half and the tampon fell apart leaving pieces of pledget inside her vaginal cavity. She reported it was uncomfortable. She was able to remove the remaining pledget pieces. Once she removed the pledget pieces the uncomfortable feeling resolved. She did not experience any adverse health effects and did not seek medical attention.